Event description:
The olympic bili-meter intensity reading provided by the complainant at the time of the event was 17 uw/cm^2/nm on the high setting.

Manufacturer narrative:
Natus technical service advised the complainant to discontinue use of the bili-meter with the neoblue 3 unit and use a neoblue radiometer instead. No replacement parts were sent. Natus technical service made multiple attempts to follow up with the complainant but no response was received. The olympic bili-meter radiometer is a legacy product designed to measure the broad-spectrum light output generated by older technology phototherapy products such as the olympic bili-bassinet. The olympic bili-meter was not intended to measure the narrow-spectrum light output generated by the newer led technology products like the neoblue 3. The neoblue radiometer instead was designed specifically for measurement of the led light output spectrum generated by the neoblue products. Prior to an ongoing natus CAPA, the service instructions for the neoblue 3 referenced the use of the olympic bili-meter radiometer as an alternate to the preferred neoblue radiometer. Due to technological differences, the bili-meter radiometer readings will differ from neoblue radiometer readings when measuring light output intensity from a neoblue led phototherapy system. As a convenience for neoblue 3 users and/or customers which already had the bili-meter, a conversion chart was provided in the neoblue 3 service manual. A root cause investigation, which took place in the natus CAPA process, confirmed that the target values listed for the bili-meter radiometer intensity readings in the neoblue 3 conversion chart were too high. This discrepancy led users to the incorrect conclusion that the neoblue 3 units were generating low intensity. The investigation concluded that the root cause was in the conversion chart in the neoblue 3 service manual, and that the neoblue led phototherapy system units and olympic bili-meter radiometers were operating within specifications. This conversion chart has since been removed from the service manual. Natus reported mdrs related to this issue because the neoblue 3 product risk analysis report indicated some potential risk of injury if the phototherapy intensity was not within specification. A clinical evaluation for "low-intensity" was conducted simultaneously with the investigation performed by the CAPA. Phototherapy does not, in and of itself, expose a patient or user to significant hazard. While it is common that treatment is prescribed as "intensive" phototherapy (based on aap guidelines), studies have shown clinical benefits can be derived from irradiance levels well below 10uw/cm2/nm. Even when the light is functioning according to the prescribed phototherapy intensity, there may still be the need for adjunct therapy, regardless of the intensity. This would not be related to "under treatment;" it would be related to the infant's pathology.

Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. Replacement parts pn: 600167 (on/off switch) and pn: 600122 (intensity switch)] were received and installed onsite, resolved issue confirmed by customer. The unit was fully functional and had been placed back into service.

Event description:
The customer reported to natus about their neoblue 3 (pn: 001103 sn: (B)(4) installed: (B)(6) 2012) led light intensity measured low with their olympic bili-meter. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.